Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room due to hyperglycemia. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer's outcome pertaining to the complaint. The device will be returned for analysis.